Event description:
The manufacturer's failure investigator reported multiple failure references were found in the device history report. There was no patient involvement.

Manufacturer narrative:
Updated .